Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross requiring the use of a second device. Device issue: failure to cross. It was reported that two graftmaster stents (4.0 x 26 and 3.5 x 26) were attempted; however, the stents would not cross the lesion. As a longer stent was not able to cross the lesion, it was decided to use three shorter stents to treat the perforation. Three additional graftmaster stents (3.5 x 16mm, 4.0 x 12 mm, and 3.5 x 12 mm) were implanted and successfully sealed the perforation. No additional event or patient information is available.

Manufacturer narrative:
The other graftmaster stent is being filed under another MFR number.